Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer wore the pump while undergoing an magnetic resonance imaging (MRI) scan. During this time, customer alleged pump displayed the fill tubing screen and customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was low - 18 mg/dl. Customer consumed carbohydrates to address bg. During pump system check was performed with technical support, it was identified that the customer would disconnect from the pump at the t: lock versus at the infusion set site. There were no issues identified with the infusion set cannula/tubing, insulin or cartridge. Pump was functioning as intended. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process and that disconnecting at the t: lock may result in unintended insulin delivered to the body. Customer resumed pump therapy.